Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported elevated blood glucose (bg) levels after dinner, peaking at 320 mg/dl and trending down to 280 mg/dl at the end of the call. The user acknowledged that they had eaten a larger meal than announced to the ilet. The agent explained that the under-announced meal size likely caused the temporary rise in bg. The corrective algorithm on the ilet was functioning properly and was successfully reducing bg. The user planned to perform a supply change later that evening and declined assistance. The agent advised the user to call back if bg levels began to rise again. No symptoms, external assistance, or medical intervention occurred.